Event description:
Boston scientific received info that this right ventricular (rv) lead was undersensing r waves. It was noted that the device had been programmed to vvir due to the pt having chronic atrial fibrillation (af). Additional programming options were questioned. Boston scientific technical service (ts) discussed programming and it was noted that in unipolar sensing. The r waves increased to 5 mv. Ts suggested to review unipolar sensitivity settings. No adverse patient effects were reported. All available info indicates that this product remains in service. This investigation will be upgraded should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.